Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was reading inaccurately high compared to her feelings/ normal results. The medical surveillance specialist (mss) was unable to reach the patient for a follow up call. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the issue first started on (B)(6) 2012. However, the patient reported obtaining readings of ''225mg/dl'' on (B)(6) 2012 at 2:48pm. The patient reported using no diabetes medications to manage her diabetes. However on (B)(6) 2012 at an unknown time, the patient reported exercising. The patient reported on (B)(6) 2012, 8.5 months after the alleged issue first started, she developed symptoms of ''stress, feeling of impending doom and disaster, palpitations, heart jumping in the throat, she felt like someone what pulling her heart out, and emotionally sick.'' It is unclear if the patient associates these symptoms with high or low blood glucose, or if it was an emotional response to the alleged issue. The patient denied receiving any treatment in response to her symptoms. During the time of troubleshooting, the cca confirmed the patient was using the same approved sample site to obtain the samples. The cca noted the subject meter was in the correct unit of measurement during the time of testing. The cca documented that the patient's testing process was correct and her test strips were in good condition. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient reported due to the alleged issue, she developed symptoms which meet lfs' criteria for a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.